Event description:
Rep reported via a phone call that the patient received a certas valve and was working fine. The patient fell and hit the back of his head where the valve was implanted. Device at that point would not longer fill. An x-ray confirmed the device was distorted. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that when tested the device failed programming. There was no biological debris found in the device. It appears the root cause for the device failure was a result of the patient fall, which blocked the setting mechanism. A review of the device history was not possible as a lot number was not provided. Upon completion of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.